Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventralex st device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2016: the patient underwent surgery to implant an unspecified bard/davol ventralex st. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol ventralex st. As reported, the attorney alleges general allegations against the ventralex st for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventralex st device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 2 years post implant of ventralex st mesh, patient was diagnosed with hernia recurrence, adhesions and fibrosis thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence and adhesions as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-aug-2014) is considered to be a best estimate. Update fields: a2, a4, b2, b3, b4, b5, b6, b7, d4, d.6b (date of explant), e3, g1, g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : not returned.

Event description:
The following was alleged by the patient's attorney:(B)(6) 2016: the patient underwent surgery to implant an unspecified bard/davol ventralex st. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol ventralex st. As reported, the attorney alleges general allegations against the ventralex st for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿addendum per additional information provided:(B)(6) 2016 - patient was diagnosed with umbilical hernia thereby underwent open repair with the implant of ventralex st. Per operative notes, ¿the umbilicus was detached from the sac. A ventralex st mesh was placed into the defect.¿ (B)(6) 2018 - patient was diagnosed with incisional hernia thereby underwent repair with removal of mesh, resection of small bowel and repair of incisional hernias with bilateral component separation. Per operative notes, ¿encountered the previous hernias were debrided and resected. The small bowel loop was then detached from the mesh and all other adhesions were taken down. The old mesh was encountered and was dissected free. There was a moderate amount of fibrosis, the small bowel was resected.¿attorney alleges that the patient had adhesions, bowel perforation, bowel removal, pain and hernia recurrence.